Event description:
Information was received from an emergency room physician via a company representative regarding a patient who was receiving baclofen concentration 1000 mcg/ml, dose 742 mcg/day via an implantable pump for stroke and intractable spasticity. It was further reported that the patient was presented to emergency room from the facility where she resides with lethargy. The emergency room physician believed the patient was experiencing overdose post catheter revision. No dose adjustment was made at time of catheter revision but emergency room physician reduced the dose by 33% to 500 mcg/day (down from 742 mcg/day). As of last evening the attending physician on the floor where patient was admitted at the hospital was reportedly considering turning the pump off. At the time of the call they had not yet spoken with doctor who reportedly manages this patient's baclofen pump. No further complications were anticipated/reported.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-may-12. It was reported that the hcp did not care for the patient during the event, and was only called to provide general advice. The hcp agreed with the plan to decrease the rate and call the treating physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.